Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin delivery was suspended due to sensor glucose vs blood glucose difference. Customer's blood glucose level was 124 mg/dl at the tome of incident and sensor glucose level was 40 mg/dl. The device will not be returned for analysis.